Event description:
The customer reported that the device, plpul2020, 20/ca ultra nonstick 10ft, was being used during a hip prosthesis procedure on (B)(6) 2022 when it was reported, "during a hip prosthesis, when using the scalpel, the surgeon experienced a sensation of heat on the fingers and electrical discharge. Presence of electric arcs. After checking the scalpel, a hole was visualized." There was no initial report of injury, medical intervention, or hospitalization for the patient or user. The procedure was completed as planned with no known delay using an alternate, unknown device. Further assessment questions found that there was no fragmentation of the device; however, the surgeon received a burn in an undisclosed location. The reporter chose not to identify the degree of burn when asked. No response was given for current status of patient or surgeon. This report is being raised due to the reported injury of unknown degree of burn to surgeon.

Manufacturer narrative:
Received one plpul2020 in original package. Lot number was not verified. Performed a visual inspection, the complaint was confirmed. There was a hole within the pen. The hole looked as if it was from an external source. Upon looking into the device without disassembly there were no obvious signs or defects within the device. Upon disassembly of the device, ash-like substance and charring on the inside of the device was noticed; however, the source of the substance was undetermined. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. (B)(4). Per the instructions for use, the user is advised not to use equipment if, upon receipt, the package is opened, damaged, or shows any signs of tampering. Additionally, the IFU continues that the output power selected should be as low as possible for the intended purpose. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The customer reported that the device, plpul2020, 20/ca ultra nonstick 10ft, was being used during a hip prosthesis procedure on (B)(6) 2022 when it was reported, ¿during a hip prosthesis, when using the scalpel, the surgeon experienced a sensation of heat on the fingers and electrical discharge. Presence of electric arcs. After checking the scalpel, a hole was visualized.¿. There was no initial report of injury, medical intervention, or hospitalization for the patient or user. The procedure was completed as planned with no known delay using an alternate, unknown device. Further assessment questions found that there was no fragmentation of the device; however, the surgeon received a burn in an undisclosed location. The reporter chose not to identify the degree of burn when asked. No response was given for current status of patient or surgeon. This report is being raised due to the reported injury of unknown degree of burn to surgeon.

Manufacturer narrative:
Additional information, update 4dec23: the likely cause is poor contact between the metal components on the inside of the pencil, which caused sparks that created a hole in the device and injured the user. Received one plpul2020 in original package. Lot number was not verified. Performed a visual inspection, the complaint was confirmed. There was a hole within the pen. The hole looked as if it was from an external source. Upon looking into the device without disassembly there were no obvious signs or defects within the device. Upon disassembly of the device, ash-like substance and charring on the inside of the device was noticed; however, the source of the substance was undetermined. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 7 complaints, regarding 7 devices, for this device family and failure mode. During this same time frame 4,092,420 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.000002. Per the instructions for use, the user is advised not to use equipment if, upon receipt, the package is opened, damaged, or shows any signs of tampering. Additionally, the IFU continues that the output power selected should be as low as possible for the intended purpose. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The customer reported that the device, plpul2020, 20/ca ultra nonstick 10ft, was being used during a hip prosthesis procedure on (B)(6) 2022 when it was reported, ¿during a hip prosthesis, when using the scalpel, the surgeon experienced a sensation of heat on the fingers and electrical discharge. Presence of electric arcs. After checking the scalpel, a hole was visualized.¿. There was no initial report of injury, medical intervention, or hospitalization for the patient or user. The procedure was completed as planned with no known delay using an alternate, unknown device. Further assessment questions found that there was no fragmentation of the device; however, the surgeon received a burn in an undisclosed location. The reporter chose not to identify the degree of burn when asked. No response was given for current status of patient or surgeon. This report is being raised due to the reported injury of unknown degree of burn to surgeon.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety. Device not yet received.